Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack and white particles inner device. Leak test and microscopic analysis was performed which identified: opening crack of the valve and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted